Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6) 2017 by continuous glucose monitor (cgm). User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 12 mg/dl. Reportedly, the user intentionally elevated their bg level to in the 260's (mg/dl); however, experienced another low bg level in the 30's (mg/dl) the next morning. The user addressed low bg levels by consuming carbohydrates. It was confirmed that the user had an alternate method of insulin delivery available.